Event description:
The customer reported that an 840 ventilator had a compressor inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).